Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. A DHR review is not required. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the sterile water leaked (returned) from the valve of the foley catheter possibly due to a defective syringe. Per additional information via email from ibc on 07mar2024, the customer confirmed that the fixed water leaked from the side of the valve, although it was not known whether the syringe plunger was unable to push or not. They confirmed that the syringe was defective (short tip).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pretest, the sterile water leaked (returned) from the valve of the foley catheter possibly due to a defective syringe. Per additional information via email from ibc on 07mar2024, the customer confirmed that the fixed water leaked from the side of the valve, although it was not known whether the syringe plunger was unable to push or not. They confirmed that the syringe was defective (short tip).